Manufacturer narrative:
No unexpected blank display anomaly was noted. The insulin pump had no button response and alarmed for a button error after boot up . The liquid crystal display board was swapped and the buttons functioned properly. The liquid crystal display circuit board was severely corroded. The functional testing could not be completed due to the unresponsive keypad. The insulin pump had a cracked display window, cracked case at the display window corners, cracked reservoir tube lip and scratched reservoir tube window. Moisture damage was noted on the mother board, interface circuit board and radio frequency circuit board. (B)(4).

Event description:
The customer's parent reported via telephone call that the insulin pump alarmed for a button error and the display went blank during a bolus. The parent did not recall the blood glucose reading. The parent was advised that the insulin pump would be replaced and agreed to return the product for analysis. The parent was advised that the customer discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.